Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that discontinued use of catheter because leakage was observed from the lateral side of the catheter. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device analysis was unable to confirm or duplicate the complaint and a root cause could not be assigned. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Complaints data will continue to be monitored.